Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock sling system on or about b)(4) 2004 with the intention of treating the plaintiff for urinary incontinence and prolapse. It was alleged that the plaintiff immediately suffered from severe infections, severe, continuous, debilitating pain and discomfort in her vagina, abdomen, and pelvis. The plaintiff was unable to urinate and had to self-catheterize on a daily basis. She has had trouble urinating, cannot sit, stand, or walk for prolonged periods of time, and cannot engage in sexual relations. The plaintiff experienced significant physical, physiological and emotional pain and suffering, stress, depression, permanent injury and debilitating injuries. It was additionally reported the plaintiff underwent numerous surgical and medical procedures including, but not limited to various surgical procedures in attempt to remove the eroded mesh, that have been unsuccessful to date.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.